Event description:
It was reported that the patient experienced a loss of stimulation and high impedances on most of the lead contacts. The patient underwent a lead replacement procedure. The physician noted the lead was broken directly below the lead anchor. In addition, the lead was cut into two pieces in order to remove from the patient. The patient is doing well post-operatively.

Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear fixation, upn: m365sc43180, model: sc-4318, serial: n/I, lot: 23543368. The clik anchor was not returned for analysis. The returned lead was analyzed. The visual and x-ray inspection of the lead revealed that multiple cables were completely broken at the bent location of the lead. The bent location is 2 cm from the set screw mark of the clik anchor. There are no exposed cables at the clik anchor site fracture location. The lead was kinked after it exits the clik anchor resulting in the reported complaint. With all the available information, boston scientific concludes the reported event of high impedances is due to excessive mechanical force or movement causing cable fractures at the anchor point. The probable cause is traced to component failure.

Event description:
It was reported that the patient experienced a loss of stimulation and high impedances on most of the lead contacts. The patient underwent a lead replacement procedure. The physician noted the lead was broken directly below the lead anchor. In addition, the lead was cut into two pieces in order to remove from the patient. The patient is doing well post-operatively.